Event description:
It was reported that ¿a nerve locator was opened for use, only to find that the device was not providing stimulation as required. After several attempts at use, the light flickered slightly then went off again. A second product was opened and used successfully.¿ there was no patient impact.

Manufacturer narrative:
The analysis was completed april 1, 2015. The product analysis found that there appeared to be no external damage to the device. The presence of biological material indicated that the device was used. The device was tested by functionally touching the probe tip to the needle electrode; in an "as received condition" without moving the switch, the device would intermittently light which would have resulted in the reported event. The device was then functionally tested in all 3 positions per instructions for use and there was intermittent behavior while manipulating the switch and tip in all positions.the information indicates the intermittent circuit was most likely the result of robustness of the switch (design) or a drift in manufacturing allowing intermittent contact. Based on the above observations there are [multiple potential causes / confirmed failure] and each cause is equally likely. Method: actual device evaluated; visual inspection; simulated use testing; labeling evaluation. Results: improper physical structure. Conclusion: manufacturing deficiency; design deficiency.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product is being forwarded from overseas medtronic representatives to medtronic xomed at this time. When the device is received at medtronic xomed, the product analysis will be conducted. Method: no testing methods performed. Results: results pending completion of evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.